Manufacturer narrative:
Please note that this is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-14978 for the reported heart block with an unexpected medical intervention. Please reference manufacturing report number 2015691-2023-13606 for the reported balloon leak and withdrawal difficulties resulting in a modified surgical procedure.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times, the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (post dilation) and patient factors (bulky severe native leaflet calcification) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards columbia affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, during inflation of the commander delivery system balloon for valve deployment, the balloon did not expanded. It was decided to remove the delivery system and valve, and replace with a new system. However, upon removal of the devices, there were difficulties withdrawing the commander delivery system through the esheath due to obstruction by the balloon. The entire system was removed as a unit with the esheath, and by expanding the initial incision site with a scalpel. A new system was prepped and used to complete the procedure. The valve was implanted in the intended position with paravalvular leak noted. Post dilatation was performed to address the paravalvular leak, and a posterior hematoma was observed on echo. Surgery intervention and compression was performed to treat the hematoma. The patient was stable post procedure. On post operative day 1, the patient presented with left bundle branch block, and a temporary pacemaker was implanted on post operative day 8. On pod10, the patient passed away due to general systemic failure. Per pre-decontamination evaluation observations, leakage of the commander delivery system balloon was observed on balloon shaft during inflation.